Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose levels had been over 500 mg/dl for several days. Customer has been treated with manual injections. The caller stated that they discovered air bubbles in the infusion sets and changed the tubing. Customer's mother stated that she would call back to troubleshoot. The insulin pump was not replaced or returned for analysis.